Event description:
It was reported that during a video retossigmoidectomy procedure, the active part of the device broke during surgery. The fragment fell off in the abdominal cavity and it was removed. Broke piece is being returned with the device. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.